Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 4968-35, serial # (B)(4), implanted: (B)(6) 2008; product ID p1501dr, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the patient became bradycardic. Device interrogation showed high impedance on the right atrial (ra) lead and lo ss of capture. A potential fracture is suspected. The lead was capped and replaced. No further patient complications have been reported as a result of this event.